Event description:
During the debridement of the patient's right lower extremity, the clinician attempted to start epinephrine infusion due to patient hypotension. The infusion pump showed an error message "deactivate, open door". The pump was alarming and would not start. The only function working was the open and close door buttons. The provider retrieved another pump. The new pump would not work and showed error # 1208. The provider retrieved a third pump that worked for 2 hours and then alarmed, showing an error message "deactivate, open door". The patient required epi boluses to maintain adequate pressure during this event.